Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitude, which led to the smart pass feature being disabled. It was also noted that this s-ICD system delivered inappropriate electric shocks due to oversensing. There was also some untreated events of oversensing. An x-ray was performed and it was observed high placements of the electrode. The plan is bringing the patient for evaluating other sense vectors and re-enabling smart pass feature. The patient was presented into the clinic. X-ray confirmed of possible device movement causing low amplitude. Troubleshooting options were recommended and the plan is continue monitoring conservatively. Currently, this product remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitude, which led to the smart pass feature being disabled. It was also noted that this s-ICD system delivered inappropriate electric shocks due to oversensing. There was also some untreated events of oversensing. An x-ray was performed and it was observed high placements of the electrode. The plan is bringing the patient for evaluating other sense vectors and re-enabling smart pass feature. The patient was presented into the clinic. X-ray confirmed of possible device movement causing low amplitude. Troubleshooting options were recommended and the plan is continue monitoring conservatively. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Explant.